Event description:
Clinical narrative: an impella 5.5 was inserted via the surgical access to the innominate artery to support the 65 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The underlying medical history was not shared. The pump was supporting when on the 2nd day of support the patient had signs of peritonitis and was taken for imaging in the CT suite and was found to have free air and ischemic colitis. The cecum was necrotic, ascending colon was ischemic, and there was a small spillage of stool. Surgery was performed and the patient remains on support. The patient has survived the harm and surgery. Further clinical details are not known, nor is there information on any allegation of the pump being causal to the harm. After over 16 days of support the patient expired when care was withdrawn. The pump had been utilized beyond the indication for use as noted in the instructions for use. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d.

Manufacturer narrative:
B2 death and date of death were added. B5 clinical narrative was updated with new information. D6b explant date was added. H6 death code was added to health effect - impact code.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported inflammation and soft tissue necrosis could not be determined due to insufficient clinical information. H6. Component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Type of reportable event (death) was inadvertently omitted in follow-up 1 with the report of death. H1 has been corrected accordingly. Correction. D4 serial number was updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was inserted via the surgical access to the innominate artery to support the 65 year old male patient who had been admitted in with cardiomyopathy, presenting in scai stage d shock. The underlying medical history was not shared. The pump was supporting when on the 2nd day of support the patient had signs of peritonitis and was taken for imaging in the CT suite and was found to have free air and ischemic colitis. The cecum was necrotic, ascending colon was ischemic, and there was a small spillage of stool. Surgery was performed and the patient remains on support. The patient has survived the harm and surgery. Further clinical details are not known, nor is there information on any allegation of the pump being causal to the harm.